Event description:
It was reported stent dislodgement occurred. A 10.0x40x135 cm express ld iliac / biliary stent was used to advanced through the non-bsc 7fr sheath, resistance were encountered and it did not cross the lesion. The device was removed and noticed that the stent became dismounted from the catheter outside the patient's body. The procedure was completed using another of the same device that fit through the sheath. No patient complications were reported.

Event description:
It was reported stent dislodgement occurred. A 10.0x40x135 cm express ld iliac/biliary stent was used to advanced through the non-bsc 7fr sheath, resistance were encountered and it did not cross the lesion. The device was remoevd and noticed that the stent became dismounted from the catheter outside the patient's body. The procedure was completed using another of the same device that fit through the sheath. No patient complications were reported. The device was returned with the stent mounted onto the balloon. The customer's 7fr introducer sheath was not returned for analysis. The recommended sheath size for this express device is a 7fr introducer sheath. Investigator was unable to advance the device through a boston scientific 7f introducer sheath due to damage to the distal stent struts. The balloon was noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The balloon was noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.